Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 06dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator keypad was not functioning. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 07dec2018. The customer was sent an keypad overlay and the device passed performance testing.